Event description:
It was reported that patient had revision due to loosening of the implants. Rep confirmed all components were loose. Gmrs stem and cup.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 58 mm pca cup. Additional information has been requested and if received, will be provided in the supplemental report. Device eval: hospital policy.